Event description:
It was reported that the insulin pump alarmed an error alarm and experienced an unexpected restart. The blood glucose reading was 150 mg/dl. No alarms were found in the alarm history. The customer stated that the insulin pump was stored or not in use for an extended period of time. Advised the customer to monitor the insulin pump and to call if issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.